Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a physician from (B)(6) of peritonitis with culture positive for (B)(6) and fatal septic shock coincident with extraneal viaflex therapy. In (B)(6) 2011, the patient began treatment with extraneal viaflex (every night, dose not reported) and dialine (manufactured by teva, dose, frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2011, the patient experienced peritonitis, manifested by cloudy peritoneal effluent. On an unreported date in 2011, the patient experienced septic shock. On (B)(6) 2011, the patient was hospitalized due to peritonitis and septic shock. In (B)(6) 2011, the patient began remedial treatment with vancomycin and cefazolin. When the patient's clinical condition worsened, the antibiotic therapy was changed to ampicillin and garamycin. On (B)(6) 2011, the patient died. The cause of death was the septic shock. An autopsy was not performed. It was not reported if extraneal or dialine therapies were ongoing at the time of the patient's death. Baxter considered dialine co-suspect. Concomitant medications included convertin (enalapril maleate), eltroxin (levothyroxine), fusid (furosemide), recormon (erythropoietin human), vitamin d3 and folic acid. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis and fatal septic shock was undetermined.